Event description:
It was reported that the pt had a change in therapy effect (increased tone). No pump volume discrepancy was found; the volumes measured equally. A dye study was attempted; they could not aspirate anything from the catheter access port. They planned to do an exploratory surgical procedure. The pump was used to delivery baclofen. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.